Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular and atrial leadless pacemaker could not be interrogated. While attempting to communicate between the devices it was noted that the atrial device appeared as the primary device instead of the ventricular one. The devices were not used, and new ones were successfully implanted. The patient condition was stable.